Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 583 mg/dl with moderate ketones. A manual insulin injection was administered by customer¿s fiance to address elevated bg/ketones. Reportedly, the pump supplies were in use for more than 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue.